Manufacturer narrative:
Results- visual inspection of the returned product showed that one lens haptic is torn off and missing and the lens optic is torn in half. The cartridge was returned and visual inspection shows that there is no visible damage. Clear surgical residue/debris on the product. Conclusion- based on the complaint history and evaluation of the returned product,a specific root cause of the event could not be determined. It should be noted that the injector was not returned for evaluation.

Event description:
The reporter stated that the surgeon inserted a aq2010v three piece silicone lens and the lens tore. The lens was cut into pieces to remove from the eye without enlarging the incision. No suture was required to close the wound. No patient injury.